Event description:
Reportedly, the subject ICD has been explanted after death of the patient on (B)(6) 2014. The death of the patient was not related to the device. The device will be returned for analysis.

Event description:
Reportedly, the subject ICD has been explanted after death of the patient on (B)(6) 2014. The death of the patient was not related to the device. The device will be returned for analysis.

Event description:
Reportedly, the subject ICD has been explanted after death of the patient on (B)(6) 2014. The death of the patient was not related to the device. The device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.